Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "loose implant due to infection."